Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Insulation damage was suspected but could not be confirmed to the cause of the reported noise. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event.